Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. One day after the event onset, the patient was hospitalized. Two days after the event onset, the patient was treated with vancomycin injection (1gm alternate day, ongoing) and ceftazidime injection (1gm, ongoing) for the peritonitis event. Eight days after the event onset, the patient was discharged from being hospitalized. Eleven days after the event onset, the patient was recovered from the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.